Manufacturer narrative:
(B)(4). Attempts to obtain additional information have been unsuccessful to date.

Event description:
It was reported that two days after intubation, the tracheal tube cuff "broke" and the ventilator generated an alarm. There is no report of patient harm and no report of serious injury or death associated with this event.

Manufacturer narrative:
Covidien reference number: (B)(4). The device was not returned for evaluation and the lot number was not provided. All manufacturing controls were reviewed and were found to be acceptable and effective to detect this reported failure mode.